Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was scratched which affected the visibility to read. The customer also reported that the insulin pump case was damaged, had unexplained no delivery alarms, going through batteries very quicker and the threading on the battery cap seemed to be worn off a little. The insulin pump will be returned for analysis.